Event description:
On (B)(6) 2013, the reporter contacted animas to order a new battery cap. She alleged that she has a battery cap that will not stay on her pump due to stripped threads; she reports this has been a problem for some time now so she has duct taped it on, but lately that is not working. She reports if the pump gets bumped or the cap gets touched, the pump will go to the verify screen. Three days ago, the patient allegedly woke up with a blood glucose (bg) of >500mg/dl because the pump lost power while she was sleeping and she did not know it. Her arms were heavy and her chest was heavy at that time, denies any other symptoms. She took a bolus to correct. The patient reports no damage to battery compartment, no corrosion, just stripped threads on battery cap; and has completed all of the troubleshooting herself, does not feel there is other pump malfunction. Customer support (cs) recommended that she come off pump and use an alternate form of insulin delivery until replacement cap arrives. The patient is refusing to use the alternate form of insulin delivery, stating it is ¿scary¿. This complaint is being reported as a patient on pump therapy experienced hyperglycemia after knowingly using a damaged battery cap, which led to the pump losing power and contributed to the event.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as contributing to the event, as the patient knowingly used a damaged battery cap, and this is specifically warned against in the IFU. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.